Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a summit cemented stem with a bipolar on it. The patients bone was so soft, that the bipolar head had started to migrate superior in their acetabulum. This created a void in the superior rim of their acetabulum. Once in the hip, surgeon noticed the cemented stem appeared to be loose. He removed the stem and bipolar components. The hip also appeared to show signs of being infected. So the surgeon opted to place a prostalac stem with a cemented bimentum acetabular component. He felt the prostalac cup wouldn't be big enough to fill the void that was created. Unfortunately I was unable to read any of the reference or lot numbers on the components that were removed. Surgeon was not sure of when and where they had their original surgery either. Doi: unknown, dor: (B)(6) 2020, affected side: right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.